Event description:
Doctor performing a core decompression on the femur using the 233-797. The guide wire snapped off inside the femoral head. Doing a biopsy, he had to use a 233-796 to extract the piece that was broken off in the femoral head.